Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after pump was under a towel at the beach, multiple altitude alarms occurred. Customer reverted to using manual injections for insulin therapy. The customer's blood glucose was within range (value not provide).